Event description:
It was reported that during a ptca procedure, the physician attempted to repair a dissection with a radius stent; however, was unable to advance the stent to the dissection. The stent was pulled back into the guide and the wire was repositioned in an attempt to advance the stent again, without success. The stent deployed prematurely in the proximal segment of the right coronary artery. The pt went to surgery for repair. Pt status is listed as "stable".